Manufacturer narrative:
Height: (B)(6). When additional information becomes available a follow up report will be submitted.

Event description:
It was reported that the valve is blocked. The reporter indicated that a post-operative valve was blocked. A revision was required. Additional information has not been provided.

Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Deposits/tissues on the progav 2.0 valve were visible. Permeability test: a permeability test has shown that both valves are permeable. Adjustment test: the progav 2.0 valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the opening pressure is measured using a miethke computer controlled testing apparatus, which simulates a cerebrospinal fluid flow. Both valves are operating within acceptable tolerances. Results: first, we performed a visual inspection of the progav 2.0 shunt system. No significant deformations or damage of the valves were detected during the visual inspection. Deposits/tissues on the progav 2.0 valve were visible. Next, we tested the permeability and opening pressure of the valves. Both valves were shown to be permeable and their opening pressures were operating within specifications. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav 2.0 valve. The valve operated as expected and met all specifications. Finally, we have dismantled the valves. There were slightly deposits inside the progav 2.0 and no visible deposits observed inside the shunt assistant 2.0. Based on our investigation results we are unable to substantiate the claim of occlusion/blockage. The progav 2.0 and the shunt assistant operate within the specified tolerances. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.